Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller and modular cable was exchanged due to damage. Log files were downloaded and submitted for review pre exchange. The log files captured no unusual events in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the white power cable¿s bend relief on the distal end was torn and had been worsening over time. All damage appeared to be related to patient use.

Manufacturer narrative:
Section d5: operator of device corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of damage on the system controller was not confirmed. Log files were submitted for review from the dates (B)(6) 2025 and were unremarkable. No product was returned for further testing, and no photos were available for review. Additional information indicated the serial number of the system controller was (B)(6) and the damage on the system controller was characterized to the white power cable bend relief distal to the system controller which was worsening over time. The root cause of the reported event could not be determined off the information provided. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use (rev. D) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller and its power cables. The heartmate 3 patient handbook (rev. A) section 10- ¿safety checklists¿ and the heartmate 3 lvas instructions for use (rev. D) section f- ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. A) section entitled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.